Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted and successfully replaced due to high out of range pacing impedance measurements. No adverse patient effects were reported.

Manufacturer narrative:
A request for product return was made. Should additional information become available this report will be updated.